Manufacturer narrative:
Customer provided with the technique that he has following for implantation. It was discussed that the location of the conjunctival opening was likely the cause of the erosion. Customer was put in contact with a medical advisor (B)(6) md who indicated "the conj 3 mm back from the limbus is likely to lead to conjunctival based complications that are mitigated by a limbus based peritomy." Upon feedback from medical advisor customer indicated "started making longer scleral tunnel for the tube to traverse to get into ac and hopes it will be of help." The IFU was reviewed and no changes are required. No product returned for evaluation.

Event description:
Dr. (B)(6) indicated that he has been getting (B)(4)% erosion with his agvs even with the use of corneal patch graft (halo tissue). The erosion happens over the tube and even over the anterior portion of the plate. He described some aspects of the technique: he enters the ac with the tube about 1 mm back. He doesn't suture the tube down. He doesn't route the tube to the 12 o'clock position. He sutures the plate down with 8-0 vicryl. He creates a conjunctival peritomy about 3 mm back from the limbus.